Event description:
It was reported that pump malfunction occurred, showing malfunction code 12 with no notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised that pump use could continue, and instructed caller to call back if malfunction code appeared again, which caller acknowledged and understood.